Manufacturer narrative:
H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® one use holder, the blood collection tube is pushed out of the holder. No impact was reported.

Manufacturer narrative:
The following fields have been updated with corrected information. The previously reported lot number is not valid for this device. D4. Medical device lot#: unknown. D4. Medical device expiration date: n/a, this product does not expire. H4. Device manufacture date: unknown. H.6 investigation summary: material #: 364815. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® one use holder, the blood collection tube is pushed out of the holder. No impact was reported.